Event description:
A malfunction alarm was reported with the pump displaying malf 16, and no notable events occurred before the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed by technical support to put the pump into storage mode before returning it to tandem for a replacement.